Event description:
Subsequent to the initially filed report, the following information was received: an 8f sheath was used. Reportedly, the suture separated when the plunger was removed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history records revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that a venous closure of the left common femoral vein was attempted with a prostyle device after an electrophysiology procedure. Reportedly, after the prostyle device was removed, the suture separated. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.